Event description:
A malfunction alarm with code malf 0 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction persisted, leading to the decision to replace the pump. The customer was informed about the use of manual daily injections as a backup therapy and was guided on returning the device to storage mode before sending it back using a prepaid label.